Event description:
It was reported that the pt underwent fusion using anterior fixation plate and screws at c2-c6. The subtotal corpectomy was performed at c4-c5. The plate reportedly backed out post op. No revision surgery is reported at this time.

Manufacturer narrative:
(B) (4): neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event.